Event description:
It was reported that the tip of the probe broke off. The surgeon was able to retrieve the part from the patient; the part was not left in the patient. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B) (4): no product was returned for evaluation. A review of the device history records did not identify any applicable nonconformance to specification. With the available information, a cause or contributing factor cannot be identified.